Event description:
It was reported that resistance was encountered while the coil was being advanced into and through the microcatheter hub. The coil jammed inside the microcatheter hub and broke during an attempt to remove it. Another coil was used and the operation was successfully completed. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that resistance was encountered while the coil was being advanced into and through the microcatheter hub. The coil jammed inside the microcatheter hub and broke during an attempt to remove it. Another coil was used and the operation was successfully completed. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was kinked likely caused by the handling of the device. The main coil was intact, attached to the delivery wire and had no anomalies. There was some friction within the introducer sheath. The sheath was flushed and the friction was alleviated indicating that procedural fluids such as dried saline may have contributed to the friction. A coil in catheter test was carried out and there were no issues noted. All the device dimensions were found within specification. Investigation of the returned device did not find any evidence of the coil breakage. Therefore, the reported issue of the main coil broke was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.